Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. Due to this issue, it was reported that the patient lost consciousness during the event. The patient regained consciousness, half disoriented. The blood glucose reading was 40 mg/dl and the device didn´t alerted for hypoglycemia. The patient self-treated with grape sugar and recovered after treatment. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.